Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to nonphysiologic noise. The physician suspected an electrode fracture. Technical services (ts) discussed possible troubleshooting options and causes. Subsequently this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.